Event description:
Pt reported getting bubbles in their infusion set tubing, and pt feels problem is due to the o-rings around the device adapter. Pt had to use insulin injection therapy because the bubbles caused their blood glucose to increase.